Event description:
It was reported that the lens was implanted and explanted during the same procedure due to the intraocular lens (iol) unfolding prematurely. It was stated that a slight incision enlargement was performed when the lens was removed from the eye. No patient injury was reported.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Evaluation of the intraocular lens (iol)showed that it had surface residuals adhered to both sides of the optic body, which is a condition of a lens that had been handled and removed from the eye. In addition it was noted that one of the two haptics of the lens was not received which may be a consequence of the explanted lens process. A functional test was performed and determined that the lens unfolded successfully and therefore did not verify the customer's report. All pertinent information available to abbott medical optics has been submitted.